Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. C51348) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), headache ("headaches"), fatigue ("fatigue"), genital haemorrhage ("heavy / abnormal bleeding"), urinary tract disorder ("urinary / bladder problems") and vulvovaginal candidiasis ("vaginal thrush"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstrual disorder, headache, fatigue, genital haemorrhage, urinary tract disorder and vulvovaginal candidiasis had resolved. The reporter considered fatigue, genital haemorrhage, headache, menstrual disorder, pelvic pain, urinary tract disorder and vulvovaginal candidiasis to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2014. Batch no c51348, production date 2014-05-08, expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure devices- left side within part of myometrium"), device dislocation ("device migration") and pelvic pain ("pain / localised pain") in a 39 year-old female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding in 2015, depressed mood and suicidal ideation in 2014 and parity 4, bladder disorder and dyspareunia. The only concomitant product mentioned was cerelle (desogestrel). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle"), headache ("headaches"), fatigue ("fatigue"), genital haemorrhage ("heavy / abnormal bleeding"), urinary tract disorder ("urinary / bladder problems"), vulvovaginal candidiasis ("vaginal thrush / recurring thrush"), groin pain ("groin pain"), dysmenorrhoea ("pain during her menstrual cycle"), pollakiuria ("increased urination") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy for removal of essure device). At the time of the report, the pelvic pain, menstrual disorder, headache, fatigue, genital haemorrhage, urinary tract disorder, vulvovaginal candidiasis, groin pain, dysmenorrhoea and pollakiuria had resolved. The outcomes for embedded device, device dislocation and dyspareunia were unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, groin pain, headache, menstrual disorder, pelvic pain, pollakiuria, urinary tract disorder and vulvovaginal candidiasis to be related to essure administration. The reporter commented: insertion date also reported as (B)(6) 2014. There were 5 intrauterine coils on both sides. Uncomplicated procedure. Discrepancy noted as essure insertion date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: bilateral cornual blockage; on (B)(6) 2019: confirmed successful placement [ultrasound scan] on (B)(6) 2019: endometrial thickening is noted batch no: c51348. Production date: 2014-05-08. Expiration date: 2017-05-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-sep-2022: medical records received. Reporter information, patient medical history, concomitant medication, event: device migration, left side within part of myometrium added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a 39-year-old female patient who had essure (batch no. C51348) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding on (B)(6) 2015, suicidal ideation on (B)(6) 2014 and depressed mood on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), headache ("headaches"), fatigue ("fatigue"), genital haemorrhage ("heavy / abnormal bleeding"), urinary tract disorder ("urinary / bladder problems"), vulvovaginal candidiasis ("vaginal thrush / recurring thrush"), groin pain ("groin pain"), dysmenorrhoea ("pain during her menstrual cycle"), pollakiuria ("increased urination") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstrual disorder, headache, fatigue, genital haemorrhage, urinary tract disorder, vulvovaginal candidiasis, groin pain, dysmenorrhoea and pollakiuria had resolved and the dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menstrual disorder, pelvic pain, pollakiuria, urinary tract disorder and vulvovaginal candidiasis to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2014. There were 5 intrauterine coils on both sides. Uncomplicated procedure. Discrepancy noted as essure insertion date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral cornual blockage; on (B)(6) 2019: confirmed successful placement. Ultrasound scan - on (B)(6) 2019: endometrial thickening is noted. Batch no c51348 production date (B)(6) 08 expiration date 2017-05-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : headache. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: new event added: dyspareunia. Insertion date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a 39-year-old female patient who had essure (batch no. C51348) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding on (B)(6) 2015, suicidal ideation on (B)(6) 2014 and depressed mood on (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), headache ("headaches"), fatigue ("fatigue"), genital haemorrhage ("heavy / abnormal bleeding"), urinary tract disorder ("urinary / bladder problems"), vulvovaginal candidiasis ("vaginal thrush / recurring thrush"), groin pain ("groin pain"), dysmenorrhoea ("pain during her menstrual cycle") and pollakiuria ("increased urination"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstrual disorder, headache, fatigue, genital haemorrhage, urinary tract disorder, vulvovaginal candidiasis, groin pain, dysmenorrhoea and pollakiuria had resolved. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, groin pain, headache, menstrual disorder, pelvic pain, pollakiuria, urinary tract disorder and vulvovaginal candidiasis to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2014. There were 5 intrauterine coils on both sides. Uncomplicated procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral cornual blockage; on (B)(6) 2019: confirmed successful placement. Ultrasound scan - on (B)(6) 2019: endometrial thickening is noted. Batch no c51348 production date 2014-05-08 expiration date 2017-05-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : headache. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-oct-2021: a new lawyer, patient´s age and new adverse events added: groin pain, pain during her menstrual cycle, increased urination. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure devices- left side within part of myometrium"), device dislocation ("device migration") and pelvic pain ("pain / localised pain") in a 39 year-old female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of thyroid function test normal and vaginal bleeding in 2015, depressed mood and suicidal ideation in 2014 and stress, night sweats, uti, abdominal cramps, hair loss, dysuria, iron deficiency anemia, frequency urinary (frequent need to pee every 10-20 minutes), painful feet, headache (3 day history of headache), muscle ache, burning sensation, chlamydial infection, post coital bleeding, vaginal discharge, tiredness, sleep unwell, parity 4, bladder disorder and dyspareunia. Previously administered products included: tranexamic acid for heavy menstrual bleeding, clotrimazole for itch and pain, metronidazole for itchy vagina, canesten for itchy vaginal discharge and ferrous sulphate & folic acid. As concurrent condition the report mentioned clot blood since 2020. The only concomitant product mentioned was cerelle (desogestrel). On (B)(6) 2015, the patient had essure inserted. At an unknown time, she experienced embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle"), headache ("headaches"), fatigue ("fatigue"), genital haemorrhage ("heavy / abnormal bleeding"), urinary tract disorder ("urinary / bladder problems/ urinary symptoms"), vulvovaginal candidiasis ("vaginal thrush / recurring thrush"), groin pain ("groin pain"), dysmenorrhoea ("pain during her menstrual cycle"), pollakiuria ("increased urination"), dyspareunia ("dyspareunia"), abdominal pain lower ("pain"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction") and mental disorder ("psychological issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy for removal of essure device). At the time of the report, the pelvic pain, menstrual disorder, headache, fatigue, genital haemorrhage, urinary tract disorder, vulvovaginal candidiasis, groin pain, dysmenorrhoea and pollakiuria had resolved. The outcomes for embedded device, device dislocation, dyspareunia, abdominal pain lower, device intolerance, hypersensitivity, mental disorder and weight increased were unknown. Essure was removed on (B)(6) 2019. The reporter considered abdominal pain lower, device dislocation, device intolerance, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, groin pain, headache, hypersensitivity, menstrual disorder, mental disorder, pelvic pain, pollakiuria, urinary tract disorder, vulvovaginal candidiasis and weight increased to be related to essure administration. The reporter commented: insertion date also reported as (B)(6) 2014. There were 5 intrauterine coils on both sides. Uncomplicated procedure. Discrepancy noted as essure insertion date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2022: hepatitis b antibody present in blood test. [Hysterosalpingogram] on (B)(6) 2016: bilateral cornual blockage; on (B)(6) 2019: confirmed successful placement. [Ultrasound scan] on (B)(6) 2019: endometrial thickening is noted and ultrasound ta/tv scan endometrial thickening is noted. Gynae referral. Low abdominal pain pressure feeling, periods regular. Essure 2015. No obvious bowel or urinary cause for symptoms in pelvic area.; on (B)(6) 2022: recent us showed fibroids and endometrial polyps, has menorrhagia, dysmenorrhea, pressure feeling down below. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : headache and abdominal pain lower , device intolerance, hypersensitivity, mental disorder, weight increased. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Reporters information added. Patient medical history and lab data added. Events abdominal pain lower , device intolerance, hypersensitivity, mental disorder, weight increased added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure devices- left side within part of myometrium"), device dislocation ("device migration") and pelvic pain ("pain / localised pain") in a 39 year-old female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of thyroid function test normal and vaginal bleeding in (B)(6) 2015, depressed mood and suicidal ideation in (B)(6) 2014 and stress, night sweats, uti, abdominal cramps, hair loss, dysuria, iron deficiency anemia, frequency urinary (frequent need to pee every 10-20 minutes), painful feet, headache (3 day history of headache), muscle ache, burning sensation, chlamydial infection, post coital bleeding, vaginal discharge, tiredness, sleep unwell, parity 4, bladder disorder and dyspareunia. Previously administered products included: tranexamic acid for heavy menstrual bleeding, clotrimazole for itch and pain, metronidazole for itchy vagina, canesten for itchy vaginal discharge and ferrous sulfate. As concurrent condition the report mentioned clot blood since (B)(6)2020. The only concomitant product mentioned was cerelle (desogestrel). On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle"), headache ("headaches"), fatigue ("fatigue"), genital haemorrhage ("heavy / abnormal bleeding"), urinary tract disorder ("urinary / bladder problems/ urinary symptoms"), vulvovaginal candidiasis ("vaginal thrush / recurring thrush"), groin pain ("groin pain"), dysmenorrhoea ("pain during her menstrual cycle"), pollakiuria ("increased urination"), dyspareunia ("dyspareunia"), abdominal pain lower ("pain / bilateral iliac fossa pain"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological issues") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy for removal of essure device). At the time of the report, the pelvic pain, menstrual disorder, headache, fatigue, genital haemorrhage, urinary tract disorder, vulvovaginal candidiasis, groin pain, dysmenorrhoea, pollakiuria, dyspareunia, abdominal pain lower, device intolerance, hypersensitivity, mental disorder, weight increased and nausea had resolved. The outcomes for embedded device and device dislocation were unknown. The reporter considered abdominal pain lower, device dislocation, device intolerance, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, groin pain, headache, hypersensitivity, menstrual disorder, mental disorder, nausea, pelvic pain, pollakiuria, urinary tract disorder, vulvovaginal candidiasis and weight increased to be related to essure administration. The reporter commented: insertion date also reported as (B)(6) 2014. There were 5 intrauterine coils on both sides. Uncomplicated procedure. Discrepancy noted as essure insertion date (B)(6) 2015. Discrepancy noted as essure insertion date (B)(6) 2015 consumer attended her gp to complain about her symptoms, but she was never provided with a conclusive cause. At no point was suggested that the device may have caused her symptoms. She now experiences no symptoms. Claimant¿s delay in experiencing bilateral iliac fossa pain which is consistent with device migration. It is clear from the findings during the removal procedure, compared to the imaging taken following insertion of the device, that both devices had migrated. No other gynecological cause for the claimant¿s symptoms was identified. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2022: hepatitis b antibody present in blood test. [Hysterosalpingogram] on (B)(6) 2016: bilateral cornual blockage; on (B)(6) 2019: confirmed successful placement [ultrasound scan] on (B)(6) 2019: endometrial thickening is noted and ultrasound ta/tv scan endometrial thickening is noted. Gynae referral. Low abdominal pain pressure feeling, periods regular. Essure (B)(6) 2015. No obvious bowel or urinary cause for symptoms in pelvic area.; on (B)(6) 2022: recent us showed fibroids and endometrial polyps, has menorrhagia, dysmenorrhea, pressure feeling down below. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : headache and abdominal pain lower , device intolerance, hypersensitivity, mental disorder, weight increased. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-feb-2024: new event nausea added. Events outcome updated to recovered resolved .reporter causality comment & lab data updated. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. C51348) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), headache ("headaches"), fatigue ("fatigue"), genital haemorrhage ("heavy / abnormal bleeding"), urinary tract disorder ("urinary / bladder problems") and vulvovaginal candidiasis ("vaginal thrush"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstrual disorder, headache, fatigue, genital haemorrhage, urinary tract disorder and vulvovaginal candidiasis had resolved. The reporter considered fatigue, genital haemorrhage, headache, menstrual disorder, pelvic pain, urinary tract disorder and vulvovaginal candidiasis to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2014. Most recent follow-up information incorporated above includes: on 1-mar-2021: case upgraded to serious incident. Removal date, lot number (c51348) and events changes to menstrual cycle, headaches, fatigue, heavy / abnormal bleeding, urinary / bladder problems and vaginal thrush added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.